Manufacturer narrative:
The device was received for visual and functional testing. Visual inspection revealed score marks on the rod consistent with incremental distraction. X-ray imaging revealed no problem with the rod. Functional testing was performed and the rod was able to distract and retract using the electronic remote controller (erc) and manual distractor. The root cause of the reported issue is unable to be confirmed as the device functioned as intended. Device history review: a device history review (DHR) was performed on lot number: 8082713 and there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional pertinent information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed due to the rod not lengthening. No patient adverse event was reported.